Manufacturer narrative:
Additional information was received that there was no reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow and the device did not automatically switch to alt o2. There was no patient involvement.